Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing much lower insulin estimate than caller believed should be present despite insulin being delivered and normal filling steps being followed. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to load new cartridge, deliver test bolus, and confirm updated insulin estimate was within acceptable difference, and original cartridge was returned for replacement, after which issue was resolved.